Event description:
During an atrial fibrillation procedure, no catheters were rendering and there was an error message on the screen that stated, "hardware error". The cables and surface ink were replaced with no resolution. The procedure was cancelled prior to treatment.

Manufacturer narrative:
Additional information: d4, d9, g3, h2, h3, h4, h6, h11. One ensite x amplifier was received for evaluation. The field reported event was able to be duplicated by power sequencing. Based on the information provided to abbott and the investigation performed, the reported event was able to be confirmed, and the root cause was attributed to the cardiamp board in slot 3. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.